Event description:
A report was received that the patient underwent a pocket revision due to the ipg shifting from it's original location. The physician relocated the pocket to the left flank area and the patient is reportedly doing well.